Event description:
The issue was reported to philips because of a software issue. It was clarified the customer called philips because the ECG won't display when cables are used with pads as the device switches from leads to pads when the test load is connected to the pads cable. There was no report of patient involvement.